Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed 12 years last (B)(6) 2019 and gradually decreasing to 6.5 years. Boston scientific technical services (ts) reviewed the data transmission which showed atrial fibrillation (af) and right ventricular (rv) lead output of 3.0 v @ 0.4 millisecond. As of this time, this device remains in service. No adverse patient effects were reported.